Event description:
Reportedly, on (B)(6) 2011 (1 day post implant), erroneous statistics were displayed upon 2 out of 3 interrogations performed that day. First: wrong statistics, no impedance, no sensing; 2nd: residual longevity displayed was 23 years; 3rd: normal statistics were displayed.

Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.